Manufacturer narrative:
B3: original bsc aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that perforation and death occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. During the procedure the patient's heart was punctured. The patient had approximately 10 trips to the hospital and died the following year. It is unclear if the subsequent hospital visits and/or death is related to the reported perforation during the watchman flx implant procedure.